Event description:
An endeavor resolute rx drug eluting stent was used in an attempt to treat lesion in cx with moderate tortuosity, little calcification and 75% stenosis . The device was removed from packaging per IFU, inspected and prepped before use with no issues noted. The lesion was not pre-dilated. It was reported that during the attempted positioning of the stent, struts became damaged so the whole system was removed. The physician used a new device (endeavor resolute rx 2.50mm x 24mm) to complete the procedure. The physician believes that the event was procedural related; not device related. No patient injury reported. Evaluation summary: the device was returned for analysis. The distal tip was slightly flared. The stent had raised and deformed struts on the 1st and 10th distal stent segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 75% stenosis, moderate tortuosity, some calcification). Inherent risk of procedure (stent deformation). Deformation problem (stent). Failure to follow instructions (recommended in IFU that pre-dilatation be performed prior to use). Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (lesion morphology - 75% stenosis, moderate tortuosity, some calcification). Failure to follow instruction (recommended in IFU that pre-dilatation be performed prior to use). (B)(4).